Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had 3 no delivery alarms from the insulin pump while using the same infusion set. It was reported that the alarms were resolved by a change of infusion sets. The customer did not want to return the infusion set or reservoir, and stated they were still using the reservoir. The customer's blood glucose value was 470 mg/dl. The customer was unable to properly troubleshoot as it was a past event. No further information was provided.